Event description:
Customer reported the unit is not sounding when the weight is lifted from the sensor and the batteries have been replaced with a new supply. The customer also reported that there is no physical damage to the alarm. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: reported issue is confirmed. The alarm powers up but does not sound when pressure is removed from sensor or when the magnet is detached from the magnet plate. Nurse call function works as it should. No other functional test performed since alarm does not sound. Loose parts are heard inside the alarm case but there is no physical damage to the case. Note: posey instructions for use state: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time wight is removed from the sensor, the chari bels sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).